Event description:
The cannula vent cap tab pulled free of the vent cap release tear strip, making the vent cap difficult to remove without the help of a tool. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Device from reserve sample evaluated. Performance tests performed. Visual examination. Mfg -process. Device failure directly caused event. The primary reason for the blue vent cap being difficult to remove and/or the pull tab breaking off is the mold process injection speed parameter by which the cap was produced.